Manufacturer narrative:
Controllers were visually examined. They are expected to be returned to manufacturer for analysis log file analysis review date (B)(6) 2015. Normal power consumption. Thirty eight low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.5 lpm. One vad disconnect alarm was logged on (B)(4) on (B)(6) 2015. One electrical fault alarm was logged on (B)(6) 2015. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02053 and 3007042319-2015-02054) submitted for devices related to the same event.

Event description:
It was reported by medical staff that a patient experienced electrical fault alarms over the last weekend at the short term rehab center and after 3 separate electrical fault alarms the nursing staff switched out the controller to the backup controller on (B)(6) 2015. The patient subsequently had an electrical fault alarm on the backup controller on (B)(6) 2015. The patient was re-admitted to the main hospital step down unit for closer observation. This clinical specialist again stressed the importance of not changing controllers during an electrical fault condition due to pump risk and restart. Request was made for data logs to be sent. Clinical engineering to visit site for driveline cleaning. Per service report on (B)(6) 2015 : "driveline showed blue wire to be cloudy. Back nut of connector seemed a little dirty". The patient was moved to ICU for prophylactic measures. Pump stop time approximately 1 minute. The action was reported to solve the problem. The clinical engineer performed 2 rounds of cleaning of approximately 30 and 20 seconds respectively. "Green/white crusty substance was noted in the connector block. Patient passed out at the end of the first round but quickly recovered. Second round was tolerated better, per the hospital staff". No additional information provided.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02053 and 3007042319-2015-02054) submitted for devices related to the same event.